Event description:
Per the clinic, the patient experienced bleeding from the ear, poor performance since activation and an extrusion of receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.